Event description:
It was reported that the implantable cardioverter defibrillator entered backup vvi mode prior to placement during the initial implant. The device was not implanted and was replaced.

Manufacturer narrative:
The backup vvi (bvvi) observed in the field was confirmed in the laboratory. The device image showed the bvvi was caused by a power-on reset (por) during charging. The product code was downloaded and the device interrogated normally in the laboratory. The device was tested on the bench and functioned normally and the device met all test specifications. The reset could not be reproduced. The cause of the reset was not determined.